Manufacturer narrative:
Customer reported that there was a primary audible alarm failure, both seals were intact. The device was in good condition with no visible contamination. Performed power up and performed infusion and occlusion test, primary audible alarm post found in ehl device. Performed power up and performed infusion and occlusion test. Unable to determine who cause the problem,no external damage or contamination to interconnect board or speaker. Replaced speaker as preventive measure, power up and performed self test and occlusion test.

Event description:
It was reported that the device had primary audible alarm failure. No patient injury was reported.